Event description:
Add'l info received on (B)(6) 2013: total hip replacement revision. Reported problems with original hip replacement on (B)(6) 2011 to FDA. Suffered with pain and limp several years before finding doctor to diagnose problem, had total hip revision surgery on (B)(6) 2013.

Event description:
I had a full left total hip replacement. The hip was made by johnson and johnson and was a depuy. From the day after surgery, I have had a nagging burning sensation and walked with a slight limp. I had been back to see my surgeon complaining about the pain.